Event description:
It was reported that when the interconnect cable was moved, the system would shut down without command and reboot. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and repaired a pin in the interconnect cable connector. The system operates as intended.